Event description:
A (B)(6) old pt contacted zoll customer support to report that her charger/modem was emitting a constant static-like sound. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) is currently underway. The reported problem (charger problem - emitting static-like sound) has been confirmed. During servicing, there was a flash failure while programming the flash memory. The cause of the inability to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.